Event description:
It was reported that the screws fractured and were removed. Implants remain functional in patient's mouth.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screws fractured and were removed. Implants remain functional in patient's mouth.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative: two unknown lb screws were returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screws were fractured at the threads. Only the head of one screw was returned. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted on the complaint. The reported devices were located on tooth sites 24 & 26 (fdi). Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review could not be completed for the unknown lb screws since the lot numbers were not provided. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item/lot number could not be conducted for the unknown lb screws since neither the item not lot numbers were known. Post market trend review: may post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (unknown lb screws). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.